Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with 1gm of reflin, 40 mg of tobramycin, and 0.5 ml of heparin 25000iu (frequencies and routes not reported) for the peritonitis event. The patient&#38112;recovery status was not reported. It was not reported if extraneal therapy was ongoing. No additional information is available.